Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2021-15402. It was reported that the patient's leads had fractured, causing ineffective therapy. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced with 4 new leads. Postoperatively, the patient has effective therapy.